Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device ran intentionally on its own. It was noted that the electronic control unit (ecu) pins were corroded with an unknown substance, and an unknown liquid was the motor electronic components. It was further determined that the device failed pretest for check function and check direction of rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing, and improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the electric pen drive device had an undetermined malfunction. During in house engineering evaluation it was observed that the device ran intentionally on its own. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.